Event description:
User alleges while performing an epidural, during a labor and delivery, the epidural needle broke off in the patient's back. The needle was retrieved and there was no adverse outcome.